Manufacturer narrative:
Continuation of d10: , etbf3616c166e stent graft doi: (B)(6) 2014, (B)(6) stent graft doi: (B)(6) 2014, (B)(6) stent graft doi: (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a high temperature and chest pain that were not resolved by nitro. The patient had an episode and had cardiopulmonary resuscitation, was intubated and placed on a ventilator. The patient was placed in intensive care unit (ICU) and the right lung was full of infection a couple of procedures were done. The implantable pulse generator (ipg) system remain in use. No further patient complications have been reported as a result of this event.